Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at a rated burst pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.